Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The dububbler was replaced on the instrument. Repeat testing performed with the sample resulted as positive. The instrument is operating as expected.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative reactions on a sample while performing validation studies on galileo neo 90943.